Manufacturer narrative:
Upon further review, bard medical/bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the patient was having trouble rewarming. Rewarm began from 33c at 3pm, and the patient was 33.3c at 9:44pm. The screen was also displaying a low air leak, and the device was getting an alert 113 (reduced water temperature control). One of the pads was leaking water from where it connected to the fluid delivery line. Therapy was stopped and the pads were emptied. They got an alert that the water reservoir was empty. The nurse refilled the reservoir and connected the leaking pad to another port. The pad connection did not leak anymore. The flow rate was 1.1l/min, the inlet pressure was -3.3psi, and the circulation pump command was running at 100%. Per troubleshooting, the pads were disconnected and reconnected without improvement. The nurse confirmed that she could hear air being sucked in to one of the pads. The chest pad was disconnected and the inlet pressure remained around -3psi. The nurse confirmed that they would need a full set of pads to achieve adequate body surface coverage. A call was placed back to the facility 30 minutes later. There was optimal flow with new pads. The rewarm was adjusted to 33.0c from 34.9c, so the patient did not rewarm too quickly. The water temperature was 23.2c. It was confirmed that the pads were emptied and disconnected prior to filling the reservoir previously. It was advised to change devices if they continue to get alert 113 or if the water temperature does not heat properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having trouble rewarming. Rewarm began from 33c at 3pm, and the patient was 33.3c at 9:44pm. The screen was also displaying a low air leak, and the device was getting an alert 113 (reduced water temperature control). One of the pads was leaking water from where it connected to the fluid delivery line. Therapy was stopped and the pads were emptied. They got an alert that the water reservoir was empty. The nurse refilled the reservoir and connected the leaking pad to another port. The pad connection did not leak anymore. The flow rate was 1.1l/min, the inlet pressure was -3.3psi, and the circulation pump command was running at 100%. Per troubleshooting, the pads were disconnected and reconnected without improvement. The nurse confirmed that she could hear air being sucked in to one of the pads. The chest pad was disconnected and the inlet pressure remained around -3psi. The nurse confirmed that they would need a full set of pads to achieve adequate body surface coverage. A call was placed back to the facility 30 minutes later. There was optimal flow with new pads. The rewarm was adjusted to 33.0c from 34.9c, so the patient did not rewarm too quickly. The water temperature was 23.2c. It was confirmed that the pads were emptied and disconnected prior to filling the reservoir previously. It was advised to change devices if they continue to get alert 113 or if the water temperature does not heat properly.